Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed events and low flow alarms were confirmed based on the evaluation of the submitted log file. The submitted log file contained data spanning from (B)(6) 2021. There were multiple captured low speed advisories while the patient was supported by the mobile power unit (mpu). Based on heartmate ii complaint history and similar reported events, the data captured in the log file is consistent with a potential driveline issue; however, a specific cause for the low speed events could not be conclusively determined through this evaluation. Additionally, there were low flow events captured within the log file that were not associated with the observed low speed events. Although a specific cause for these low flow events could not be conclusively determined through this evaluation, the account reported that the cause of the low flow alarms was identified to be patient hydration/volume. The patient ultimately expired on (B)(6)2021. Heartmate ii left ventricular assist system, serial number (B)(6), was not returned for evaluation. The heartmate ii left ventricular assist system patient handbook and instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The instructions for use also describes all system controller alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline repair reported under MFR report number: 2916596-2020-03011.

Event description:
It was reported that the patient had low speed advisory and a drop in flows. The patient had a history of driveline repair. The patient was given and instructed to use the power module with and ungrounded cable and not to use the mobile power unit (mpu). The log file review captured 32 low speed advisories between 04feb2021 to 08feb2021 while on the mpu. It was also noted on 03feb2021 to 05feb2021 that there were low flow events. The low flow events appeared to be patient related, not equipment related. The cause of the low speed advisories was a suspected internal driveline issue. The low speed advisories resolved when the patient used an unshielded patient cable and power module at home. The cause of the low flow alarms was hydration and volume. The low flow alarms did not resolve and were an ongoing issue. The patient was home and asymptomatic.